Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient fell on top of his monitor and fractured two ribs. There is no indication that the lifevest caused the patient to fall. There was no alleged device malfunction contributing to the incident. The patient sought medical attention for the fractured ribs and will continue use of the lifevest equipment. Outcome of the fractured ribs is unknown.